Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. The patient¿s mother stated that the patient experienced blisters/pustules and pus drainage around the insertion site five days after the sensor was inserted. A consultation was done over the phone with the healthcare personnel (hcp) and photos were emailed to the hcp. No photos were received by dexcom. Oral antibiotics were prescribed. At the time of the report the insertion site looked fine. No additional patient or event information is available.